Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
Per the customer, the spo2 reading had "flat lined" and there was no reading for approximately 3-4 seconds, followed by a reading which returned to the screen. The customer reported that this is a recurring issue. No consequences or impact to patient were reported.